Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6)2024, after three hours of insertion. Insertion site was abdomen. The blood glucose level was 306 mg/dl. A correction bolus delivered via pump to address the high blood glucose level. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.